Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient reported that their cgm device was displaying readings in the 80s mg/dl, but they were actually experiencing critically low blood sugar levels. At one point during the event, the cgm showed 81 mg/dl, while a blood glucose (bg) meter reading was 45 mg/dl. Despite the low readings, no symptoms were reported by the patient. The patient stated they were admitted to the hospital for two days. There was no documentation on what medication or treatment the patient received while hospitalized. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was experiencing critically low blood sugar levels. The reported glucose values fall within the c zone of the parkes error grid at an unspecified time. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.